Event description:
It was reported that the charging pad displayed a blinking blue light and the pump would not charge despite being plugged directly into wall power and tried with multiple outlets, leading the user to discontinue pump use and transition to multiple daily injections. Symptoms included none reported. Outcomes included interruption of device therapy and provision of replacement charging equipment via overnight shipment. Investigation included customer interview and troubleshooting guidance regarding charging behavior and reconnection timing after fast-acting insulin. Investigation of this case revealed a nonfunctional external power/charging accessory preventing battery recharging, consistent with a power supply or charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging pad.